Manufacturer narrative:
H11: five (5) actual devices were received for evaluation. A visual inspection with the naked eye noted that the sponge (foam) was protruding from the cap in one (1) sample and three (3) samples noted the sponge (foam) was separated from the cap. One loose minicap had no sponge however iodine was visible on the inside of the cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges of six (6) minicaps were completely separated from the cap. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.